Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The fiber was broken at the end of the strain relief. Based on the results of the investigation, it is likely that the user put too much pressure on the fiber when removing from the package. A definitive root cause of customer's allegation could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laser fiber found defective while pulling the laser fiber out of the package, the piece that gets plugged into the machine got detached to the fiber. The issue occurred during initial inspection of the subject device. There were no reports of patient harm.